Manufacturer narrative:
A patient's system was not able to enter MRI mode was reported to abbott. Imaging confirmed the right lead is fractured. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was not able to enter MRI mode. Imaging confirmed the right lead is fractured. Patient did report a fall. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.